Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), with additional information from the same consumer, concerned a 22-year-old male patient of unknown origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml) via a prefilled kwikpen, usual dose was 10 to 12 units, which was increase to 15 units for heavier meals, sliding scale, for the treatment of type I diabetes mellitus, beginning on an unknown date. Dose, frequency and route were not provided. The patient received insulin lispro (rdna origin) (humalog 100u/ml) via cartridge, for the treatment of type I diabetes mellitus, beginning on an unknown date. Dose, frequency and route were not provided. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50, 100u/ml) via an unknown formulation, for the treatment of type I diabetes mellitus, beginning on an unknown date. Dose, frequency and route were not provided. Since an unknown date, after starting the insulin lispro and insulin lispro protamine suspension 50%/insulin lispro 50% treatment, the reusable humapen ergo ii pen gradually jammed (progressively locking), culminating in the complete failure of the device and the physical destruction of two insulin lispro cartridges. Additionally, the abrupt malfunction of the disposable insulin lispro kwikpen at exactly the 42-unit mark was confirmed. As he exclusively relied on pen systems for insulin administration, the simultaneous and consecutive failure of these devices combined with the absence of backup syringes at the time of the mechanical failure resulted in the immediate and complete interruption of essential daily treatment. The forced interruption of medication due to defective devices caused severe metabolic instability; he experienced severe hyperglycemia peaks followed by serious hypoglycemia episodes during attempts at stabilization. The event of hypoglycemia was considered serious by the reporter due to medical significance. Due to acute glycemic decompensation (severe hyperglycemia) caused by the product failure, he was compelled to seek emergency hospital care (hospitalization). These issues with jammed pens and possibly due to the ergo ii pen not selecting the units correctly, he experienced multiple episodes of hyperglycemia throughout the week, with a peak of 465 mg/dl, and also two hypoglycemic events in the same period, with a reading of 28 mg/dl. The kwikpen appeared to have a low amount of insulin remaining; however, it reached this condition after expelling more than 20 units during an attempted injection and becoming jammed. The insulin lispro cartridge broke during handling with the ergo ii pen. The remaining insulin lispro was withdrawn with a syringe, and the rest, along with the cartridge, was discarded. During the period in which he experienced issues with the pens, he needed to visit the hospital, bearing the related costs. It could not be stated with certainty that the hospitalizations were directly caused by the device failures, as patients with type 1 diabetes may sometimes require hospital care. The kwikpen would jam whenever more than 5 units were selected and later started jamming at 19 and 22 units. During use, three air bubbles formed, and when attempting to administer, a jet of insulin lispro was expelled, spilling onto the floor, resulting in a loss of approximately 20 units. To use the remaining insulin, he withdrew it using a syringe. He also mentioned that he transferred a small amount of this insulin lispro into an empty cartridge but decided not to use it due to concerns about contamination. On an unknown date, the syringes (unspecified) were hurting him and left marks on his body. On an unknown date, he experienced an allergic crisis, which he reported was due to weather, and was hospitalized. No information regarding further hospitalization details, corrective treatment and status of insulin lispro (kwikpen and cartridge) and insulin lispro protamine suspension 50%/insulin lispro 50% treatment was provided. The operator of the device was the patient and training status was unknown. The general device duration and the suspect device duration of use was not provided. The action taken with the suspect device and its return status was not provided. The reporting consumer related the events of hyperglycemia and hypoglycemia with insulin lispro (kwikpen and cartridge) and insulin lispro protamine suspension 50%/insulin lispro 50% treatment, did not relate the event of allergic reaction with the insulin lispro (kwikpen and cartridge) and insulin lispro protamine suspension 50%/insulin lispro 50% treatment or the suspect devices, and did not provide an opinion of relatedness between the event of injection site pain with the insulin lispro therapy or the suspect devices. Edit 07-jul-2026: upon review, added corrected the suspect drug in narrative from humalog mix 25 to humalog mix 50. No other changes were made in the case. Update 13-jul-2026: upon review on 07-jul-2026, it was determined that (B)(4) is a duplicate of this report; therefore, it will be deleted from the database. All information from (B)(4) has been captured in this case. Additional information was received from initial reporting consumer on 08-jul-2026. Added serious event of allergic reaction, non-serious event of injection site pain, clinical details and updated narrative accordingly. Edit 14jul2026: upon review, added corrected the suspect drug in narrative from humalog mix 25 to humalog mix 50. No other changes were made in the case. Update 17-jul-2026: information received from initial reporting consumer on 13-jul-2026. No new medically significant information was received and hence no changes were made to the case. Edit 21jul2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.